Event description:
(B)(6) called while making a visit to this patient to let us know that one of her curlin pumps had a "clock not in order" alarm going off. I instructed her to return the curlin in exchange for another pump. (B)(6) was notified. Pump number (B)(4) or (B)(4).

Event description:
It was reported that during laparoscopic nephrectomy procedure, on the initial firing of the device it misfired and caused bleeding. The staples were not completely formed. They used clips to control the bleeding. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with a cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload in the articulated position and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.